Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd-solis vip ambulatory infusion pump generated a downstream occlusion alarm during infusion. Subsequent attempts to reset the pump and reinsert the cartridge were unsuccessful, and the pump displayed a cartridge error indicating that the cartridge was not inserted. There were patient involvement and no patient harm. This malfunction could interrupt therapy and potentially affect the patient.